Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, followed by a button error alarm about one week later. The customer did not know the blood glucose reading. The customer stated that she was able to clear the motor error alarm. The customer did not observe any significant events leading to the motor error alarm and was unable to complete the rewind sequence. One week later, the insulin pump alarmed button error during a bolus attempt. She noted that the device may have been dropped. She was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.